Event description:
It was reported that the target lesion was located in the distal circumflex with no tortuosity and moderate calcification. Pre-dilatation was performed with an unspecified balloon and the whisper guide wire was advanced. An unspecified stent was advanced, but failed to cross the lesion. During retraction of the stent, resistance was encountered and the guide wire separated. The separated portion was retrieved with a snare. The vessel was re-wired with another guide wire, but no stents were able to cross. The lesion was left with balloon angioplasty only. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it is being retained by the account. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.